Event description:
Philips received a complaint on the v60 ventilator indicating that the new battery did not work. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer stated that the device was plugged into ac power and the service menu showed that the battery was at 100% and over 16v, but when the power cord was unplugged the device powered off. The battery was left charging for two days and still would not power on the device. The customer requested a battery replacement.

Manufacturer narrative:
In a good faith effort (gfe) response received from the customer, it was confirmed that replacement of the backup battery has been completed. The customer confirmed that the device was tested, returned to full functionality, and returned to use.